Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2007, the patient underwent an aortic valve replacement and this 25 mm sjm regent valve was implanted. On (B)(6) 2016, the valve was explanted due to recurrent embolic events suspected to be from the mechanical valve. Per report, the valve functioned as expected; however, old thrombus and pannus material were noted on it.

Manufacturer narrative:
The results of this investigation concluded both leaflets were fully mobile with no resistance occurring during manipulation. Chipping was observed in the bottom rim. There was no evidence of material defect that may have caused or contributed to the observed damage. Rather, the observed damage was caused by some external force applied to the valve which overstressed the carbon material. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by the review of the device history record and by the analysis performed. The cause of the reported event remains unknown.